Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient is at increased risk of developing and suffering from the effects of metallosis. Additionally it is alleged the patient is at substantially increased risk of failure of his implant and the need for premature revision of that hip. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (left hip). The femoral head and stem were revised on (B)(6) 2009 and a new asr head was placed with the existing asr cup which remain implanted. (B)(6).